Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. She stated this occurred after the customer attempted a prime and nothing came out, and then she tried again and insulin shot out. Insulin was reportedly squirting out during the manual prime. Her blood glucose was 110 mg/dl. During troubleshooting, the customer stated that the drive support cap was sticking out. She was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer also stated there was physical damage to the insulin pump, including a crack in the opening of the battery compartment and a missing o-ring. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was received with a missing end cap sticker, a protruded drive support disk, minor scratches on the display window, cracked display window corners, broken battery tube threads, a broken belt clip slot and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.